Event description:
The remstar auto a-flex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit and foam degradation. In addition, the device had dust failure and displayed error code e065. (Err_stuck_encoder_a), e066 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.